Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for stopper damaged/disfigured on lot # 9347090. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, stopper damaged/disfigured) was captured and addressed. Investigation summary: customer returned two (2) loose 30gx8mm, 0.3ml bd insulin syringes. Customer reported a rubber stopper was found to be twisted. Both returned syringes were examined, and it was observed that both syringes had a disfigured rubber stopper. Manufacturing ((B)(4)) will be notified of the observed issue. A review of the device history record was completed for batch# 9347090. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4). "On 16 sep 2020, (B)(4) received a photo complaint. A visual evaluation of the photos found (2) syringes with deformed stoppers. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch # 87144 was created for dry barrels. The silicone gun needed purged. Correction: the silicone guns were purged. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced stopper deformation which was noted prior to use. The following information was provided by the initial reporter: a rubber stopper was found to be twisted.